Event description:
It was reported that on or about 2002, the pt's oral surgeon performed bilateral arthroscopic laser surgery on the pt for a temporomandibular joint disorder. In 06/2002, the pt underwent an MRI for continuing right-sided difficulty, including an inability to chew even soft foods and a continuous headache. The radiologist had difficulty reviewing the MRI because a metal artifact lodged in the pt's jaw was blocking the view. The pt was again taken to surgery to have the piece of metal removed. The pt was advised that the piece of metal was part of the medical laser used during their surgery in 2002. The pt's physician advised pt that they were injured and their tmj joint was damaged from excess radiation applied during their surgery. It was reported that as a result of the laser surgery in 2002, the pt suffered damages, injuries and losses, including but not limited to the need for additional surgeries on their jaw, bone deterioration in their jaw, certain of which injuries are permanent in nature and will be permanently painful. This info is documented as reported to trimedyne. This info is being reported as it was communicated to the manufacturer. No info has been provided to date regarding any specific product failure related to the above referenced procedures.